Event description:
The customer reported intermittent wash carousel motion errors entering the not ready state while operating the unicel dxc 600i synchron access clinical system. The customer removed all the reaction vessels (rvs) from the instrument and loaded a different lot of rvs. The customer was able to home the reaction vessel (rv) shuttle and rake, and move the incubator belt freely. The customer then initialized the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of patient samples involved or any impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. The customer indicated no further issues. The instrument was returned to operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxc instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).